Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a vns pt was having increased seizures and high lead impedance noted with vns systems diagnostics testing. No trauma or device manipulation occurred, but the pt has grown significantly in the last several months. The pt later had vns lead and generator revision surgery, and an implant card was received to the MFR indicating the vns was replaced due to a lead discontinuity. The explanted vns lead and generator have been returned and are currently in product analysis. Attempts for add'l info have been unsuccessful to date.